Event description:
A us distributor returned a monitor and reported the monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was shorted u201 which damaged multiple components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.